Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1100 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1100 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the plug unit, cable unit and circuit board unit in the scope connector had corrosion due to water leakage. An e216 scope communication error occurred due to corrosion on plug unit and the bending angle in the down direction did not meet standard value due to wear of the angle wire. The light guide cover glass had corrosion and the adhesive around the objective lens had discoloration. The adhesive around the light guide lens was peeled and the adhesive on the bending section rubber had wear. The connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the gastrointestinal videoscope did not insufflate and sent water during insufflation. Inspection and testing of the returned device found that the air/water nozzle had white fibers inside. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.